Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was dissatisfied with ilet glucose control around meals despite making consistent ¿more than usual¿ meal announcements, and the agent provided troubleshooting and education focused on accurate meal announcements and offered a connection to a clinical resource. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency care, and no device alarms. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and no alert behavior, with the issue associated with uncertain cause relative to meal announcement accuracy and algorithm expectations. It was concluded, based on previously established findings for similar reports, that the cause was unclear.